Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted by the clinician that the patient is enrolled with a different clinic, where they were told the ble issue was due to end of service (eos) battery level noted on the icm. This information was not able to be verified as the new clinic's information was not provided. There were no patient consequences reported.